Event description:
It was reported via clinical trial patient trx_2018_01: 00534-001 event: dysphagia. Relationship to study device causal relationship. Relationship to primary study procedure: causal relationship.

Manufacturer narrative:
(B)(4). Date sent: 9/28/2022. Lot number was received and DHR is pending review. When the review is completed, a supplemental medwatch will be sent with a summary of the evaluation. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. Additional information received: patient identifier: (B)(6), sex: male, age (at time of consent): 49 years, country of event: (B)(6), model: lxm15, device lot number: 26728, date of surgery: (B)(6) 2021, adverse event term: dysphagia, severity: moderate, relationship to study device: causal relationship, date of dilation: (B)(6) 2022, diagnostic intervention: yes, outcome: recovering/resolving this report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4), date sent: 10/3/2022.

Manufacturer narrative:
(B)(4). Date sent: 11/30/2022. Investigation summary: a manufacturing record evaluation was performed for the finished device batch number 26728, and no non-conformances were identified.

Manufacturer narrative:
(B)(4); date sent: 3/13/2023. Additional information received: dilation performed : no or yes. Indicate type of dilation? : blank or pneumatic.

Manufacturer narrative:
(B)(4). Date sent: 4/4/2024. Additional information received: start date: (B)(6) 2023. Alert date: 21- mar- 2024. Country of event: ous. Model: lxm15. Device lot number: 26728. Date of surgery: (B)(6) 2021. Adverse event term: dysphagia. Patient details: patient identifier: (B)(6). Sex: male. Age (at time of consent): 49 years. Additional event details: site awareness date: 13 jan 2023. End date: blank. Severity: mild. Is the adverse event serious? No. Death: no. Date of death: blank. Life-threatening illness or injury: no. Permanent impairment of a body structure or a body function: no required in-patient hospitalization or prolongation of existing hospitalization: no admission date: blank discharge date: blank resulted in medical or surgical intervention: no led to fetal distress, fetal death or a congenital abnormality or birth defect: no relationship to study device: possible relationship to primary study procedure: possible if related to the procedure, indicate which procedure the event is related to: index. Intervention/treatment: none: no. Dilation performed: yes. Indicate type of dilation? Pneumatic. Date of dilation: (B)(6) 2023. Diagnostic intervention: no. Diagnostic imaging: no. Drug therapy: no. Observation: no. Linx explant: no. Other surgical intervention: no. Other intervention/treatment: no. If other specify: blank. Outcome: recovering/resolving. According to the protocol and instructions for use, in the opinion of the investigator, is the adverse event expected/anticipated: n/a did this event result in the patient¿s discontinuation of the study? No.

Manufacturer narrative:
(B)(4). Date sent: 10/11/2024. Additional information received: dilation performed: yes. Indicate type of dilation? Pneumatic date of dilation: (B)(6) 2024.

Manufacturer narrative:
(B)(4). Date sent: 4/30/2025 additional information: did this event result in the subject's discontinuation of the study? If yes, complete the study discontinuation form. : blank: no0

Manufacturer narrative:
(B)(4). Date sent: 6/17/2025. Additional information: updated. Log line: 1. Updated: outcome : recovering/resolving => not recovered/not resolved. Updated. Log line: 2. Updated: outcome : recovering/resolving => not recovered/not resolved. Severity : mild => moderate. Updated. Log line: 3. Updated: outcome : recovering/resolving => not recovered/not resolved. Severity : mild => moderate.

Manufacturer narrative:
(B)(4). Date sent: 7/3/2025. Additional information: updated. Log line: 3. Updated: awareness date: 29 jul 2024 to 7 oct 2024. Updated. Log line: 2.